Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer woke up with a blood glucose of 574 mg/dl. The patient treated via insulin pump bolus. Troubleshooting was declined for the high blood glucose. However, the mother mentioned a power loss alarm; there were two while the customer slept. During troubleshooting the customer installed a new battery into the insulin pump. A power loss alarm occurred. The mother was advised to monitor the device and call back if further assistance was needed. The insulin pump was not returned for analysis.